Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2022-14703. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported "exchange with no complaint against the device". Later healthcare professional reported "capsular contracture baker grade IV". This record is for the right side. The device remains implanted.